Event description:
Hold for jh 10.3.2023. No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified a sign of use and it was fractured. The device was submitted for further analysis. Analysis determined that the fracture might be due to overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines, and striations features on the fracture surface. The potential field age of the instrument is 6 years, 3 months. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to repeated use of the instrument for more than 6 years. Per package insert, inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the blue ps persona femoral impactor is cracked according to spd and needs to be replaced. No patient involvement.